Event description:
A (B)(6) female patient contacted zoll customer support to report that her electrode belt would not successfully connect to her monitor because the connector is cracked. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged e-belt connector) has been confirmed. Upon evaluation, the connector nut was cracked. The cause for the damaged connector nut cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective connector. The patient received a replacement electrode belt.